Event description:
Approx one month following open heart surgery consisting of aortotomy, distal aortic and bilateral proximal iliac thrombectomy, suture breakage occurred requiring re-op to repair abdominal wound dehiscence.